Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty turning the luer connector on the device, which was resolved after troubleshooting guidance to press in and turn the connector similar to a child-resistant cap. Symptoms included no adverse clinical effects. Outcomes included no impact to the user¿s health and no need for medical intervention. Investigation included user troubleshooting and education conducted remotely. Investigation of this case revealed that the connector functioned as intended when operated with the correct technique. It was concluded that the device did not malfunction and that user technique was the likely cause of the reported difficulty.